Manufacturer narrative:
No product was returned for examination. A search of the complaint database did not show any other reports against the mfg lot. The investigation could not draw any conclusions about the reported device loosening without the device to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
The pt was revised because of loosening of the femoral component.